Manufacturer narrative:
The reported event of dislodgement was not confirmed by analysis. A complete lead was returned in one piece. Visual inspection of the lead found a stretched helix, consistent with procedure damage. The helix mechanism and extension length test could not be performed due to a stretched helix consistent with procedure damage. X-ray examination found all outer coil filars to be broken, consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis noted a visual inspection found external insulation abrasion (13.3 cm to 17.0 cm from the connector pin) that breached the outer insulation and exposed the outer coil consistent with friction to another device or features of the heart.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead was dislodged and out of the heart. The patient was undergoing a routine device changeout and the atrial lead was explanted and replaced. The patient's condition was stable throughout.